Manufacturer narrative:
Concomitant products: 6947-58 lead, implanted: (B)(6) 2009; 4473 lead, implanted: (B)(6) 2008; 6984m adaptor implanted: (B)(6) 2008; 5071-35 x2 leads, implanted: (B)(6) 2008.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.